Event description:
It was reported that an error message was displayed during the start up of the generator. Starting it up again, the message was displayed again. The situation remained unchanged despite changing the battery. During the procedure, smoke was seen coming from the battery storage part along with a strange odor. It was also reported high impedance occurred when the rf (radio frequency) power was turned on. The electrocardiogram (ECG) cable also had an apparent fracture. The generator was returned for repair and calibration. The status of the cable is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Low impedance was observed during bench testing. The analog output printed circuit board assembly was replaced. The device passed final functional testing, no other anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A product ID: 05328 cable. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.